Event description:
It was reported that during a ptca treatment procedure, the maverick otw 20/1.5 mm balloon ruptured at 6 atms. The lesion being treated was a calcified lesion in the distal right coronary artery. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'